Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was under-fill or low draw of a tube with blood this is report 2 of 2. The following information was provided by the initial reporter. The customer stated: " we weren't able to get blood samples, the blood was no longer flowing in the tubes."

Manufacturer narrative:
H6: investigation summary bd received 2 samples from the customer in support of this complaint. The 2 sample tubes were functionally tested and the customer's indicated failure mode was not observed as all tubes were within specification limits. Additionally, 10 production lot in-house retention tubes samples were functionally tested and all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube there was under-fill or low draw of a tube with blood this is report 2 of 2. The following information was provided by the initial reporter. The customer stated: "we weren't able to get blood samples, the blood was no longer flowing in the tubes."